Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. The reporter did not provide any contact information; therefore, follow up was not able to be conducted. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) exchange surgery, her vision is more blurry than before the exchange. She cannot read and reading glasses do not help. She was told at her first postoperative visit that her intraocular pressure (iop) was elevated and she was placed on medications. The reporter did not provide any contact information; therefore, follow up was not able to be conducted. There are two medical device reports associated with this event. This report is for the exchanged lens.